Manufacturer narrative:
The manufacturer is currently performing investigation and the evaluation results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6) 2024. The sensor was inserted on (B)(6) 2024 in the left upper arm. According to the hcp, while grabbing the sensor with the clamp, the sensor broke due to tissue encapsulation. All sensor pieces were successfully removed and sent back to senseonics for further investigation. The customer is doing fine.

Manufacturer narrative:
According to the case information, the sensor (B)(6) broke into two pieces during removal procedure on (B)(6) 2024. The hcp was able to remove both fragments of the sensor. The sensor was sent to senseonics for further investigation and a visual inspection confirmed that the sensor broke into two pieces, with breakage occurring at long end region. The root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4. Date of this report 10 january 2025. G3. Date received by the manufacturer? 10 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310, 22.